Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11, upon further review it was determined that the reported event is not a complaint. The getinge field service engineer accidentally broke the part during his preventive maintainence visit which was replaced. No any other repair was performed. The unit was given to customer after all checkings. Therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel (report) in your database.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, cs300 intra-aortic balloon pump (iabp) blood back detector got broke. There was no patient involvement.